Manufacturer narrative:
Review of the DHR for lot 17294753 revealed no anomalies that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4).

Event description:
The contact from the facility reported that during percutaneous coronary intervention of the coronary artery, and the complaint transit microcatheter (600-330 / 17294753) obstructed a coil during emergency coil embolization due to wire perforation. The patient was a female of unknown dob, tortuosity and calcification level of the vessels. Hyperion guide catheter (asahi intecc, 7fr / 8fr), a caravel microcatheter (asahi intecc), and sapphire balloon (orbusneich, 2.0mm / 10mm) were used for this procedure. The wire perforation was recognized from the x-ray photo after a sapphire ballon had been expanded. Because neither an aspiration nor an effusion was identified from the microcatheter (mc), the physician waited to stop bleeding for 15 minutes. However, the bleeding did not stop, and the emergency coil embolization was conducted. The complaint transit was chosen for the mc. After positioning the transit, the physician inserted a c-stopper coil but it got stuck during the insertion. The transit was replaced with the caravel. The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the product prior to and after the event. The complained product has already been disposed. No further information is available.